Event description:
As reported by pt, while setting up a pop up camper during camping and setting up rods with brackets, spouse of pt dropped the end of the bed and pts finger was stuck in hollow metal tube. Pt was brought to ER and was seen by ER doctor. Upon evaluation, nurse cleaned finger with gauze square and saline. As per pt, their finger was never irrigated or soaked. The doctor administered indermil and gave an antibiotic while in ER and sent pt home with prescription. Approximately one week later, the pt's finger got wet while taking a bath and that is when pt realized cut was still open. Pt then called their doctor and was seen. Pt called their doctor again to report finger was hot to the touch and swollen with a pus pocket under the nail with purulent drainage. The doctor stated there was nerve damage due to the area of the cut, pt used toe nail clipper to remove their own nail. Pt is reporting finger is scarred. The finger is now mobile and has slow return of sensation.